Manufacturer narrative:
The hawkone device and a cutter driver were returned. No other ancillary devices were included. The hawkone was inspected and it was noted that the slide cover was detached from the slider cover. A crack to the handle body and flush port was observed. The distal assembly was inspected. The laser drilled coils showed deformation approximately 1.5cm from the cutter window. Possible delamination could be seen. After soaking, the section of the laser drilled coils where the damage was observed was inspected. There was no indication of any holes or tears to the tecothane. The coils were deformed, but no indication tissue had escaped. The distal assembly and flushed. Water was able to exit out the flush mouth; however observed biological debris noted within the laser drilled coils remained. The area of deformation was re- inspected a second time and no holes or abnormalities to the tecothane were found. The slide cover assembly the slider cover were attempted to be re-attached; however due to the crack the unit would not attach as in tended.

Event description:
The physician was attempting to use a h1-m hawkone to treat a plaque lesion in the distal sfa. The lesion was 200 mm in length with 80% stenosis. The artery diameter was 5 mm with little tortuosity. No abnormalities were reported in relation to the patient¿s anatomy. The device was prepped as per the IFU. A 6 french non-medtronic sheath was used in the procedure and a .014¿ non-medtronic guidewire. No embolic protection was used. Procedural stroke cineradiography images are not available. Pre-dilation of the vessel was not performed. Post-dilation of the vessel was performed. The physician did not meet resistance during advancement. The physician was unable to flush the tissue as tissue was trapped in the nose cone of the device, the physician attempted to flush the driveshaft port and the flush port on the catheter handle broke. The cutter was reported as damaged. In addition, upon cleaning the device it was observed that the nose cone had started to bulge. The cutter was returned into the housing. The physician utilised h1-m hawkone to complete the procedure without further complication. No patient injury was reported.